Event description:
Customer initially reported to have received a no delivery alarm. Customer's blood glucose was 100 mg/dl. Customer was able to resolve no delivery with a complete set change. Customer received another no delivery alarm on its own while disconnected from quick release. During troubleshooting, customer reported that insulin was pushed through infusion set with strong resistance with plunger. Customer changed reservoir and insulin exited the tubing. Customer was advised that reservoir appeared to be occluded. Reservoir and infusion set would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.